Event description:
Tip of the catheter fell off when pulled back through arterial sheath during abdominal aortic aneurysm repair via endograft. This procedure was therapeutic. Physician was able to snare tip and remove from the patient without incident. No additional procedures required as a result of the tip separating.